Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06356. It was reported the patient was no longer able to receive adequate coverage. It was also reported stimulation turned on and off by itself. An impedance check was performed and revealed zero impedance. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.